Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. However, an image was provided for review. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us but is similar to the x-port isp implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510 k number for the x-port isp implantable port, groshong single-lumen, 8f products are identified. (Expiry date: 07/2023).

Event description:
It was reported that some time post port placement, the patient experienced skin redness. It was further reported that the patient experienced pain and the port was allegedly leaked. Patient current status is unknown.

Event description:
It was reported that some time post port placement, the patient experienced skin redness. It was further reported that the patient experienced pain and the port was allegedly leaked. Patient current status is unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the x-port isp implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510 k number for the x-port isp implantable port, groshong single-lumen, 8f products are identified in d2 and g4. H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this lot number and the lot met all release criteria. A device history record review is not required. Investigation summary: one x-port isp with a groshong catheter, with cath-lock attached to the proximal end of the catheter was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. One image was provided for review. The investigation is confirmed for the reported catheter leak and the identified fracture, wear and deformation issues, as two circumferential splits were observed approximately 6.3cm and 7.1cm from the proximal end of the catheter and leaks from both circumferential splits were observed and the image review also confirms the same. Furthermore, upon infusion of the catheter, an additional leak from a split noted under the cath-lock was observed. The edges of both circumferential splits appeared rounded as well as smooth. Multiple cracks and a split was noted under the cath-lock and appeared jagged. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: (expiry date: 07/2023). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.